Manufacturer narrative:
Estimated date. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that venous closure of the right common femoral vein was attempted using two proglide devices after an electrophysiology ablation interventional procedure. Reportedly, no suture was present when the plunger of both proglide devices was removed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na